Manufacturer narrative:
Batch review performed on 30 april 2021: lot 104267: 50 items manufactured and released on 08-feb-2011. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, 49 items of the same lot have been already sold without any similar reported event since 01-jan-2017. Clinical evaluation performed by medical affairs manager. Femoral component (stem and head) revision performed 6 years after primary cementless total hip arthroplasty in a young woman ((B)(6) year old). In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 6 years and 4 months after primary for stem loosening. The surgeon revised successfully the femoral components.